Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reports that "when doing op test, did not shock". This occurred during op check and not attached to a patient.